Event description:
It was reported that: "connector broke off" additional information: during a procedure when attempting to pull the dilator and wire from the sheath, the end of the dilator broke off. There was no patient harm, injury or consequence reported. Patient was fine post procedure.

Manufacturer narrative:
Qn#(B)(4). The customer report of a separated dilator hub was confirmed by complaint investigation of the returned samples. The customer provided one image of the damage for analysis. The image shows the separated dilator and hub. The customer returned one dilator and sheath for analysis. No definite signs of use were observed. Visual analysis revealed that the dilator was hub was completely separated from the dilator body. The separation points were rough and discolored. The condition of the separation points appears consistent to that of a stress related break. No other defects or anomalies were observed. The dilator total length measured 28 14/16" via calibrated ruler, or 28.875", which is within the specification limits of 28.75"-29.25" per product drawing. The dilator outer diameter (od) measured 0.1355" via calibrated caliper, which is within the specification limits of 0.135-0.138" per dilator extrusion graphic. Functional inspection was performed per the instructions-for-use (IFU) provided with this kit, "ensure dilator hub fully snaps into sheath cap". The dilator body was able to advance and retract from the returned sheath with minimal resistance. The separated cap was also able to snap into the hub of the sheath. Additionally, the IFU provided with this kit informs the user, "do not apply excessive force in removing guidewire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. CAPA has been previously initiated under teleflex's quality system by the man ufacturing site for this issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "connector broke off" additional information: during a procedure when attempting to pull the dilator and wire from the sheath, the end of the dilator broke off. There was no patient harm, injury or consequence reported. Patient was fine post procedure.